Event description:
It was reported the patient received the following results within 15 minutes: 5.3 mmol/l (lot 105629) and 14.7 mmol/l (lot 104968).

Manufacturer narrative:
This case, with patient identifier (B)(6) (lot 104968), is related to case with patient identifier (B)(6) (lot 105629) the event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.